Event description:
The customer reported approximately twenty (20) milliliters of clear diluent leaked from the bath enclosure area involving the coulter act diff 12 analyzer. The customer had on gloves during the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has a risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the worn tubing through pinch valves #13, 14 and 15 along with peristaltic pump tubing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications. (B)(4).